Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device would not run on forward ¿ the device failed check off/ forward/reverse mode assessment. During service/repair, it was observed that the electronic control unit (ecu) wire contacts were corroded and there was an unknown liquid on it. It was further determined that the device motor was corroded and other components were worn and corroded, and debris on them. It was determined that the device failed for trigger test assessment (sticky trigger). It was determined that the issue was consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the forward rotation was not working on the battery reamer/drill device. During in-house engineering evaluation, it was determined that the device failed for trigger test assessment (sticky trigger). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.